Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The indication for the filter implant, procedural details and patient medical history has not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation. As a direct and proximate result, the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Event description:
As reported in the legal brief a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation. As a direct and proximate result, the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, becoming aware of these events approximately four years, eight months and two days after the filter implantation. Further experienced anxiety related to the filter. Per the implant records, at time of implantation with history of persistent dvt and pulmonary embolus despite being anticoagulant (coumadin). The right groin was prepped and draped in the usual sterile fashion. Using 1% lidocaine the skin and subcutaneous tissues were anesthetized. The physician used a seldinger technique vascular access to the right common femoral vein was obtained. Over a wire a 5 trapease ivc filter was advanced through the confluence of the common iliac veins. Under fluoroscopic guidance a trapease filter was advanced into the sheath and positioned in an infrarenal vein location and deployed. Post deployment ivc gram demonstrates satisfactory infrarenal vein positioning of the filter. At the completion of the procedure, all catheters, wires, and sheaths removed, and the puncture site closed with manual pressure. The inferior vena cavagram demonstrated satisfactory visualization of both renal veins. No infrarenal renal vein thrombus was noted. Uncomplicated placement of an infrarenal vein ivc trapease filter as described above.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and into organs approximately four years and eight months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was a history of persistent deep vein thrombosis and pulmonary embolism despite anticoagulation with coumadin. The filter was placed via the right common femoral vein and deployed in the infrarenal vein location. Post deployment ivc gram demonstrated satisfactory infrarenal vein positioning of the filter. Post implant impression notes stated the inferior vena cavagram demonstrated satisfactory visualization of both renal veins, no infrarenal renal vein thrombus was noted. Uncomplicated placement of an infrarenal vein ivc trapease filter as described above. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.